Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 23rd april, 2022 getinge became aware of an issue with one of surgical equipment - xd dual flat screen holder. It was stated the label was missing from main tube of screen holder. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical equipment - xd dual flat screen holder. It was stated the label was missing from main tube of screen holder. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Then the getinge technician provided information that on 7th july 2022 the whole suspension arm was dismantled per customer request and only the suspension tube was left. The user also removed their own labels on the suspension tube. Based on additional input from getinge technician it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. The only issue which was claimed by the customer was that the spring arm was deformed, therefore, the scenario described in the record is considered as non-reportable. According to the information provided by the getinge technician, the operating theatre is planned to be renovated and ot lamps, flat screen holders and ceiling pendants to be replaced next year. Based on the information collected, it was established that the surgical light did not meet its specification, since a faulty spring arm could be considered a technical deficiency. As the issue was not considered safety-related, the device did not contribute to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the issue occurred. We have been able to confirm that the investigated issues have never led to serious injury or worse, to our knowledge. According to the subject matter expert¿s evaluation, the probable reason of this malfunction is user error. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of h6 medical device ¿ problem code and h6 component codes fields deem required. This is based on the internal evaluation. Previous h6 medical device ¿ problem code, mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code, no apparent adverse event///3189. Previous h6 component codes: mechanical/label//862, corrected h6 component codes. Others/part/component/sub-assembly term not applicable//4755.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on (B)(6) 2022 getinge became aware of an issue with one of surgical equipment - xd dual flat screen holder. It was stated the label was missing from main tube of screen holder. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on (B)(6) 2022 getinge became aware of an issue with one of surgical equipment - xd dual flat screen holder. It was stated the label was missing from main tube of screen holder. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Then the getinge technician provided information that on (B)(6) 2022 the whole suspension arm was dismantled per customer request and only the suspension tube was left. The user also removed their own labels on the suspension tube. Based on additional input from getinge technician it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical equipment - xd dual flat screen holder. It was stated the label was missing from main tube of screen holder. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Then the getinge technician provided information that on (B)(6) 2022 the whole suspension arm was dismantled per customer request and only the suspension tube was left. The user also removed their own labels on the suspension tube. Based on additional input from getinge technician it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.